Event description:
The customer reported a leak of approximately 50-100 ml of sample mixed with diluent from the coulter lh 780 hematology analyzer. The customer indicated that the source of the leak could not be identified and fluid leaked under the instrument. The customer confirmed that patient results were not affected by this event and there was no change or affect to patient treatment. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or exposure was reported.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched a discovered that the rinse line for the differential mixing chamber (vc25) was the source of the leak. The fse stated that there was a fold in the tubing causing the tubing to not be seated properly on the fitting. The fse removed the fitting, reseated the tubing for a better connection, and reattached the fitting to resolve the leak. Repair was verified per established procedures and results met published specifications. Failure mode of the leak is attributed to the tubing at the differential chamber vc25. (B)(4).